Event description:
In may 2006 th epatient, who is a nurse, contacted lifescan (lfs) alleging that his one touch basic meter did not turn on. The medical affairs specialist (mas) spoke with the patient three days later to obtain/verify the following information: the patient contacted lfs regarding another lfs meter. While speaking with the customer care advocate (cca) the patient told the cca that the reported one touch basic meter often did not turn on, "even after replacing the batteries". Three or four years ago the patient was taking glucophage 1000 mg twice a day. He said that he experienced several episodes of hypoglycemia on that dosage of glucophage. On one occasion, while at work in the hospital, he was sweating. He attempted to test with the reported meter and the meter would turn on. His co-worker gave him orange juice to drink and tested his blood glucose with the hospital meter; the result was 22 mg/dl. He was given more orange juice to drink and a glucagon injection. The patient's diabetes medication regimen has since been adjusted. He takes a lower daily dosage of glucophage (250 mg in the am and 500 mg at night). He also takes actos 15 mg in the am and humulin r insulin at mealtimes based on his meter readings and carbohydrates intake.the cca verified that the patient had replaced the meter batteries per the owner's manual. The cca walked the patient through pressing the power button and the meter did not turn on. The meter, test strips, and control solution were replaced.the complaint is reported because the patient was unable to obtain a meter result while experiencing symptoms that suggested hypoglycemia. The patient received medical treatment from his hospital co-workers.